Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was putting her weight on the arm rest and the arm on the chair allegedly broke causing her to fall out of the chair.